Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 102) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 102.  The cause for the monitor failure was isolated to a defective u1004 component on the pca board. The root cause for the shorted u1004 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 102 (charge profile fault) messages.